Manufacturer narrative:
The field complaint of the transmitter having a melted power plug was verified. During analysis, the visual inspection verified that the power plug on the ac power adapter was melted; however, there was no other damage present to the transmitter or to the ac power adapter. The unit was plugged into a working ac electrical outlet once the original prongs were swapped with the testing prongs and the unit powered on successfully.

Event description:
It was reported that power adapter port of the transmitter melted. The device was replaced. No patient consequences were noted.